Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to include: delivery and deployment events, endoprosthesis: incomplete component deployment. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and iliac artery aneurysms and was implanted with gore® excluder® aaa endoprosthesis. A trunk-ipsilateral leg component was advanced to the intended position and deployed. The physician then attempted to cannulate the contralateral gate but was no successful. Angiography was performed wherein no contrast could be seen within the contralateral gate. Suspecting that the gate was compressed, a aorto-uni-iliac procedure was performed. Aortic extender components were then implanted to cover the bifurcation of the trunk-ipsilateral leg component. The left common iliac artery was ligated and a right femoral-left femoral bypass was performed. The patient tolerated the procedure. It was reported that the smallest diameter of the patient's proximal neck measured 19.3 x 17.3 mm and was tortuous and that the contralateral gate position had been located in this area patient anatomy is believed to have contributed to the event.